Event description:
It was reported that on (B)(6) 2022, under the guidance of b-ultrasound, the central venous catheter kit and accessories 7717405 (three-way valve PICC kit) were inserted from the basilic vein of the left upper extremity into the superior vena cava for intravenous infusion of drugs. Prevent extravasation of chemotherapy drugs. After the catheter is inserted, the catheter will be disinfected and changed every week, and the catheter will be flushed and other maintenance. For chemotherapy: (B)(6) 2022, (B)(6) 2022, 2 cycles of paclitaxel 130mg/m2 + cisplatin 80mg/m2 chemotherapy, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, 4 cycles of docetaxel + camrelizumab treatment. (B)(6) 2022, (B)(6) 2022,(B)(6) 2022, (B)(6) 2022, (B)(6) 2022, 5 cycles of capecitabine 1000mg/m2/bid/d1-14+carrelizumab monoclonal antibody 200mg treatment. For the treatment of esophageal cancer. (B)(6) 2022, b-ultrasound of left upper extremity vein showed left basilic vein, axillary vein, and subclavian vein with local thrombus in left basilic vein, axillary vein, and subclavian vein. Form. On (B)(6) 2022, 4000iu of low molecular weight heparin calcium for injection was started, once every 12 hours, and anticoagulant therapy was injected subcutaneously.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant. De